Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to completely broken off reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir tube lip broke off and reservoir was not longer able to stay in. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced.